Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to a tibial periprosthetic fracture. The baseplate, a cs liner, and cr femur were revised to a ps construct. Rep confirmed there are no allegations against the femoral component or liner, the surgeon preferred to convert the patient to a ps construct. Rep reported that no further information will be available.